Event description:
There was an allegation of questionable results with multiple assays for patient samples tested on the cobas c 503 analytical unit. The customer reported failed qcs for multiple assays as well as failed calibrations due to sensitivity errors. The following example results for 1 patient were provided: the initial albumin result was 4.05 g/dl and the repeat result was 2.4 g/dl. The initial calcium result was 8.1 mg/dl and the repeat result was 5.8 mg/dl. The initial creatinine result was 0.9 mg/dl and the repeat result was 0.4 mg/dl. The initial total protein result was 6.2 g/dl and the repeat result was 4.3 g/dl.

Manufacturer narrative:
The reagent lot numbers were requested, but were not provided. The investigation is ongoing.

Manufacturer narrative:
Correction in the initial medwatch h11 additional narrative: the calcium gen.2 reagent lot number is 894309. The field service engineer (fse) found that the sample probe was dirty. The fse replaced and adjusted it along with the sample probe rinse station volume, and verified the instrument by performing precision testing. The investigation determined that the service actions resolved the issue.